Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) via manufacturer representative reported that there was no emg response after stimulation, the electrode had difficulty identifying the nerve during the procedure. There was no known patient impact.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep stating that there was no emg response when stimulating the facial nerve. The electrodes have been changed 3 times then it worked. The impedance test was ok and the test with the patient simulator was ok. There was no patient impact.